Manufacturer narrative:
This occurred on an unknown date in 2017. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 12 minicaps were misassembled. It was stated that the sponge was completely separated from the minicap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Twelve minicaps were received and evaluation was completed for the reported issue of the sponge being separated from the cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The samples were visually inspected and the reported event was verified since for each sample the sponge was found to be separated from the cap. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.